Event description:
It was reported stains were observed on the cannula of an unspecified amount of bd vacutainer® eclipse¿ blood collection needles. No impact was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; h.3 device eval by manufacturer? Yes; d9: returned to manufacturer on: 05-aug-2024. Investigation summary: bd had received one customer photo and approximately 6 shelf packs of customer samples were received for review and analysis. The customer photo shows a white piece of cloth or paper with several faint lines of gray in the center. However, there are no defective devices pictured. Therefore, this complaint cannot be confirmed based on the customer photos provided. Bd is unable to confirm the customer¿s reported failure mode of fm ¿ unknown based on customer photo analysis. In addition, 30 of the customer samples were randomly selected and subjected to a visual inspection for all cannula defects including foreign matter on the cannula. All samples passed testing as there was no evidence of foreign matter on the cannula. Therefore, this complaint cannot be confirmed based on customer sample testing results. Bd is unable to confirm the customer¿s reported failure mode of fm ¿ unknown based on customer sample testing results. Additionally, 30 retain samples were subjected to a visual inspection for foreign matter. All samples passed the testing with no evidence of foreign matter on the cannula. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of fm ¿ unknown based on retain sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported stains were observed on the cannula of an unspecified amount of bd vacutainer® eclipse¿ blood collection needles. No impact was reported.

Manufacturer narrative:
H6. Investigation summary: "material #: 368609 lot/batch #: 3311446 bd had not received samples, but 1 photo was provided for investigation. The photo shows a cloth with faint gray lines; however the device is not pictured. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."